Event description:
It was reported that approximately 62 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, soreness and pain. The patient experienced functional limitations with sleeping, descending stairs, walking, squatting, kneeling. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4035065 02-010-01-0340 - logic femoral ps cem right sz 4 4006067 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 3943022 200-02-38 - three peg patella 38mm 49138 203-96-01 - (11-2222) saw blade new stryk (.050) 55138 203-96-03 - (11-2216) saw blade new stryker (.050) the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.